Event description:
It was reported by service report that the brakes on the foot-end were not holding adequately. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: worn gill brake plate kit.